Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was completed as planned by using the geo module to avoid unwanted movements. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm started turning on its own. Upon troubleshooting, fse found that the joystick propeller was not going back to the neutral position and fse replaced the control module standard ER, but the issue persisted. As a proactive measure, fse replaced the samd boxed hi power still the issue remains same. Finally, to resolve the issue, fse replaced another control module standard ER and returned it to philips for further analysis. But the cause of the control module standard ER failure could not be conclusively determined by the supplier¿s part analysis, and they found other failure related to rotation/angulation button control as it was not working properly. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm performed uncontrolled motorized movements. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.